Event description:
It was reported that this artificial urinary sphincter stopped working as the cuff was not inflating properly to close the urethra. A revision surgery has been scheduled. There were no patient complications reported.

Event description:
It was reported that this artificial urinary sphincter stopped working as the cuff was not inflating properly to close the urethra. A revision surgery was performed to remove and replace all the components. There were no patient complications reported.